Event description:
A hosp in (B)(6) reported via a distributor that they experienced issues with an rt212 adult inspiratory heated breathing circuit. It is unclear at this stage what the exact issue was, however, it may have been related to the water trap or the inspiratory tube of the breathing circuit. It was furthermore noted that the rt212 breathing circuit may have been used on a pt with an infectious disease, and therefore may not be returned for investigation. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Fisher & paykel healthcare have made further enquires concerning this event and are currently waiting for the info to be provided. We will provide a f/u report upon receipt of this info and completion of the investigation.